Manufacturer narrative:
A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloons bond detachment or rupture. All lumens flushed as intended. Additionally, it was observed that the catheter tubing's had very minimal trace of dry blood noted upon receipt. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a pinhole leak was noted at the medial balloon. Balloons were able to deflate without difficulties. No abnormalities with the catheter were seen which may have contributed to the symptoms for the pinhole leak. The customer reported complaint of a catheter leak was confirmed during functional testing. The root cause of the reported issue could not be determined, however the likely root cause for the customer reported failure may be due to abrasive surface contact to the catheter during device operation, and or a latent material defect in the balloon that could not be detected with our 100 % leak testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for icy catheter with lot number 73032.

Event description:
During patient use, a blood in the suk was noted and a catheter leak was suspected. Catheter dwell time when the issue discovered was 1.5 hours at 35.2 celsius with target temperature of 33 celsius. Patient temperature the time of the event is at 36.8 celsius. The catheter was replaced to continue the treatment. No patient harm or consequence was reported.